Manufacturer narrative:
The reported event was confirmed as design related. Visual inspection noted one neonatal artic gel pad was received. Visual evaluation noted the tubing with the connection line pointing to the exterior of the pad was kinked on return. This fails to meet specifications stating there should be no bends in the tube that reduce the internal diameter of the hose. The root causes for this failure are: diet task analysis filled out incorrectly due to inadequate directions and misunderstanding of "use interface"; inadequate procedure(s) either through diet or usability, which provides minimum instruction for evaluating user interface changes to existing products; inadequate design verification testing that failed to evaluate functionality in all use cases (both connector orientations) and all affected products (neonatal pads were not tested). The device history record review and labeling review was not required as this investigation has been addressed by a CAPA. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic gel pad would be returned for investigation. The issue is unknown. Per additional information received via follow up, the arctic sun was leaking and had a decreased flow rate alarm. After disconnecting the leaking pad and replacing the pad with another one, therapy was resumed and completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic gel pad would be returned for investigation. The issue was unknown. Per additional information received via follow up, the arctic sun was leaking and had a decreased flow rate alarm. After disconnecting the leaking pad and replacing the pad with another one, therapy was resumed and completed.